Event description:
The or nurse reported that a male was undergoing a cystogram/stent procedure for the removal of kidney stones after lithotripsy was performed when the fluoro system stopped working at the end of the procedure. She reported that they were able to use the cystoscope to complete the procedure and that there were no injuries to the patient. The customer believes that the problem is that fluids might have leaked onto a circuit board to short out the fluoro.

Manufacturer narrative:
Field service engineer found the unit was not able to fluoro, select acquire mode from infimed task bar, or change any of the magnification modes using fluoro foot-peddle. Field service engineer troubleshot the system per the hut service manual, troubleshooting section, and replaced the interface I/o pcb. System was returned to customer.